Manufacturer narrative:
The report of the new purulent drainage from new driveline exit site after pump exchange was inadvertently reported on the wrong pump. The report of the new onset drainage will be covered under MFR # 2916596-2021-01492. Manufactures investigation conclusion: the specific cause for the reported infection could not be determined through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline severed approximately 7 inches and 15 inches from the pump housing. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump. Approximately 4¿ of the sealed outflow graft and outflow graft bend relief were returned attached to the pump, with two additional severed segments returned separately. The proximal edge of the inlet tube revealed an ingrowth of well-adhered tissue within the lumen; however, this ingrowth did not appear to impact proper surface washing through the device as examination of the pump's remaining blood-contacting surfaces revealed no unusual depositions or thrombus formations. Visual inspection of the pump's bearings found no anomalies related to wear or damage. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Incidental findings: multiple areas of cosmetic damage to the driveline were observed during evaluation of the returned device, as well as separation of the silicone jacket from the metal connector. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the heartmate ii lvas patient handbook also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was admitted on (B)(6) 2020 to (B)(6) 2020. Source of infection was methicillin-susceptible staphylococcus aureus (mssa) driveline infection and ecoli, enterococcus infection. Symptoms and treatment prior to exchange was driveline drainage and on chronic po antibiotic therapy. Status post hm3 exchange CT scan showed decreased evidence of infection in abdomen/chest wall from driveline infection but had purulent drainage from new driveline exit site. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchanged from a heartmate 2 to a heartmate 3 on (B)(6) 2020 due to a driveline infection.